Event description:
It was reported that the surgeon was using the extraction screwdriver to remove a vectra screw in order to redirect the trajectory and the tip of the inner shaft that threads into the screw broke off into the head of the screw. Surgeon then backed out the screws and the plate. Surgeon used new screws and plate to complete the procedure with no further problems. There was no adverse effect to the patient. Update: (B)(4) 2012: the screw (04.613.516) is stuck in the screw hole of the plate (04.613.248). The broken tip of the screwdriver is lodged in the head of the screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the tip of the extraction screw inner shaft is broken flush with the end of the driver. The broken piece is stuck in the back of the screw that was returned as part of this complaint. The fracture surfaces are homogenous indicating material uniformity. There is brown discoloration around the etching for both the part number and lot number. Based on the material issue, the complaint is deemed valid and an internal corrective action has been opened to address this issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)